Manufacturer narrative:
Lot # 18g036, 18h030, and 18d016. Of the five (5) events, the device for one (1) event was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The device for one (1) event was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bladder was found to be completely intact. A functional leak test was performed by filling the device with water. During fill, a leak was observed at the solvent-bonded junction of the tubing and stress member. The reported rupture was not verified. The cause of the leak was determined to be an assembly issue during manufacturing. The device for two (2) events was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18g036, 18h030, and 18d016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that bladder of five (5) small volume folfusors ruptured. All five (5) events were discovered prior to patient use. There was no patient involvement in the events. No additional information is available.